Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon (intermittent images) was attributed to the failure of the video connector socket but could not conclusively determine the exact cause of the video connector socket failure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing for an unspecified procedure using the subject device in combination with the camera head otv-s7proh-hd-12e, it was found that the video connector socket of the subject device show poor contact. The user replaced the subject device to another similar device to complete the intended procedure without more than fifteen minutes extension. Olympus (B)(4) found that the endoscopic image of the subject device was not displayed intermittently during the incoming inspection for repair of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon was caused by the failure of the video connector socket. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.